Event description:
It was reported that a leak occurred during use on the homechoice (hc). This occurred during use in the biomed department. It is unknown if the patient was connected at the time of the event. No patient injury or medical intervention was indicated as a result of this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.